Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the white tip of the blue portion of the non-rail suture broke off leaving a small piece of suture. The knot was able to be advanced, achieving hemostasis with the proglide suture. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.